Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 122 mg/dl at the time of incident. Customer states that there was a picture of the insulin pump with a red x on the screen and now the red light was flashing and the insulin pump was vibrating. Customer stated that the insulin pump had cosmetic damage. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place. Customer stated that o-ring was free of debris. Customer stated battery cap was damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.